Manufacturer narrative:
This information is based entirely on a poster presentation. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced poster: (B)(4) ¿search av¿ behavior observed in doo pacing mode. Heart rhythm, volume 21, issue 5, s314 - s315. Doi: 10.1016/j.hrthm.2024.03.903. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A poster presentation was reviewed regarding this implantable pulse generator (ipg). The authors described a patient who presented for ipg reprogramming for a magnetic resonance imaging (MRI). After the device was reprogrammed, it exhibited unintended 'search av' behavior and was noted to be competing with intrinsic activation with a concern for r on t phenomenon. The ipg was reprogrammed again which disabled 'search av'. The device remains in use. No adverse patient effects or additional product performance issues were reported.